Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No button error alarm noted. Device had minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose of 41 mg/dl the night before due to not eating enough. Customer treated with food. The customer also reported that the insulin pump alarmed button error the morning of the call. The customer mentioned she had worked out prior to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.